Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed a dented irrigation line. Additionally, the phaco handpiece was inspected under a microscope which revealed nicks/scratches inside the irrigation and aspiration lines and nose cone. The handpiece was then flushed for particulates testing. The particulate sample was visually and microscopically analyzed and found to contain a clear particle approximately 300 m in length. Microscopic examination also shows numerous clear and dark fibers up to 1mm and 1.7mm in length respectively. The clear particle, clear fibers and dark fibers were isolated and analyzed. The analysis found the clear particle¿s best match to be polypropylene. The clear fiber and dark fiber were found to best match texwipe fibers (paper) and cotton respectively. However, the exact origin and quantity of the fibers remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet functional specifications. Testing found the handpiece to meet alcon functional specifications. Unrelated to the reported event, a visual assessment revealed a dented irrigation line as well as nicks/scratches inside the irrigation/aspiration lines and nose cone. However, how, or when these nonconformities occurred remains inconclusive. Although the existence of foreign material was able to be confirmed, the exact identity, origin and quantity of the particles and fibers remains unknown. It should be known that handpieces are inspected during manufacturing for metal particulate. The inspection approach taken follows a statistically valid continuous sampling plan. No nonconformities were observed during manufacturing of this handpiece. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the first of six reports for this reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens implant surgery the patients experienced with toxic anterior segment syndrome. Additional information has been requested. Additional information received indicating a surgeon reported that an ophthalmic phacoemulsification handpiece had white specimens, discoloration in the lumens, and potential pitting during a cataract surgery. The patient experienced toxic anterior segment syndrome (tass) post-operatively. The patient presented post-operative day 19 vitreous cell and floaters with no pain or erythema and no anterior chamber reaction. Upon examination of the patient, the surgeon noted aqueous cell and conjunctival inflammation. The patient was prescribed with post-operative steroid eye drops and antibiotics. No cultures were performed. The patient's symptoms have been improving without any additional treatment.